Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation . Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a scratch on a lens caused by an injector during an intraocular lens (iol) implant procedure. They stated that the injector looked old by color, but smooth by inspection.

Manufacturer narrative:
Product evaluation: one handpiece injector was returned for evaluation for the report of a scratched lens by the injector. Two photos are present with the complaint file. A review of the device history record traceable to the reported lot number has been performed. The handpiece injector was manufactured in september 2014. The two photos returned with the complaint file were reviewed. Both photos show a lens present within the eye. No conclusion can be made based on the photo in association with the injector issue. A visual inspection of the iol handpiece injector was performed and was deemed nonconforming. The plunger has a slight upward position. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The plunger position was high. The evaluation does confirm the injector plunger has a high nonconforming plunger position. A high plunger position has a higher likelihood of overriding the lens and causing damage to the lens. The root cause for the nonconforming plunger height condition is usually from its handling by the end user or from its use over a long time period, but when and how the plunger became bent cannot be determined from this evaluation. The injector has been in service for over three years, so the complaint issue does not point to a manufacturing issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).